Event description:
The service company reported while the unit was going through repair "no air flow was noted. The unit did alarm for low pressure and disc/sense visual and audible". Requests were made concerning the potential for patient involvement; however, no information was provided.